Event description:
The explanted lead was received by the manufacturer for product analysis. An analysis was performed on the returned lead portions and a condition was observed that could have potentially contributed to the reported "low impedance" condition. During the resistance measurements an electrical short was discovered between the connector pin and connector ring. The x-rays revealed the connector pin quadfilar coil stretched and looped inside the connector ring, resulting in the connector pin quadfilar coil coming in contact with the connector ring surface. It is unknown when this condition occurred. Except for the shorted connector pin and connector ring, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to support the low impedance, short circuit condition. No other relevant information has been received to date.

Event description:
The explanted generator has been received for analysis. Analysis of the generator confirmed that the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Additionally, confirmation was received that the suspect lead has been explanted; however, the explanted lead has not been received to date no other relevant information has been received to date.

Manufacturer narrative:
Evaluation codes, corrected data: initial report inadvertently listed wrong results and conclusions codes for this low impedance event. (B)(4).

Event description:
Further follow up with the physician has confirmed that the patient has experienced no adverse events since the low impedance reading was observed. It was confirmed that during the operation where the low impedance reading was identified, pre-operative system diagnostics on the patient¿s previous generator resulted in an impedance reading of dcdc 0. According to the epileptologist, this patient¿s system diagnostic test has always hovered between dcdc 0 and 1 for the life of the previous generator. Additionally, the neurosurgeon confirmed that they observed no obvious abnormalities with the lead during surgery. The physician mentioned that they are not sure what has caused the patient¿s low impedance reading. It was confirmed that there has been no reported trauma or manipulation to the patient¿s lead. No other relevant information has been received to date.

Event description:
An implant form was received for a vns patient's battery replacement surgery. The patient's generator was explanted and replaced due to "prophylactic reasons." On the implant form, the lead impedance was marked "low," and it was noted that the lead "would be assessed at a later date." No known surgical intervention has occurred to date for the lead. No other relevant information has been received to date.